Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and boston scientific advantage fit was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent hysteroscopy, d&c, and endometrial ablation with the hydrothermablator on (B)(6) 2006 due to menorrhagia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent colonoscopy, cystoscopy w/ hydrodistention and bladder biopsy, diagnostic colpopexy due to sui, pelvic pain, urethral hypermobility, interstitial cystitis. It was reported that the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and others. It was reported that patient underwent anal fissure & small internal hemorrhoids repair on (B)(6) 2007.

Manufacturer narrative:
Date sent to FDA: 07/11/2016.

Manufacturer narrative:
It was reported that patient underwent rso and left oophorectomy on (B)(6) 2006 due to menorrhagia and dysmenorrhea. No additional information was provided.